Manufacturer narrative:
Product investigation details: the complaint was confirmed, dried insulin in drug chamber was observed. However, as original user's supplies were not returned with unit, it was difficult to duplicate. Cause for the leak in undetermined. The device performed as intended during troubleshoot testing. As a precaution, the housing and leadscrew assembly will be replaced during refurbishment. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump user experienced recurrent insulin leakage from cartridges into the pump chamber with little to no insulin delivery through the tubing, resulting in persistent hyperglycemia with elevated blood glucose levels above 400 mg/dl despite use of multiple cartridges, connectors, infusion sets, and supply boxes from different lots and correct setup technique. Customer care provided support that included agent troubleshooting, and arrangement for device and affected supplies to be returned. Investigation of this case revealed visible insulin residue and crystallization in the cartridge chamber consistent with leakage, with no fault found to the pump and repeated failures reported across multiple supply changes. No clinical symptoms associated with hyperglycemia reported. Outcomes included a transition plan to backup subcutaneous insulin therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.